Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the subject is enrolled in the (B)(4) study and received their study surgery on (B)(6) 2011. Crf's were received for the study indicating that the subject prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2011. The site noted this was an aseptic failure of the knee, tibial loosening and poly wear.